Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2004; dtba1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was fractured. That portion of the lead was capped, a new pace/sense lead was implanted, and the remainder of the rv lead is still in use. No patient complications have been reported as a result of this event.